Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
The manufacture's international field service engineer (fse) reported a ventilator was experiencing a light emitting diode (led) alarm during pre-use set up/start up. The fse confirmed the reported problem via the event log and confirmed that the issue was continuous. The issue was found to be located in the power switch overlay. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. Due to the power switch overlay not being available at the time of service, the whole front bezel was changed. The device was reported by the fse to be repaired. No other abnormality was noted.